Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of damaged charging supplies with two-day shipping, and no additional information was received regarding the outcome of the event. Cts to replace pump. Customer will continue to use current pump for insulin delivery.